Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of death, thrombosis, and hypotension are listed in the xience v everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The stent remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 3.0x15 mm xience v stent was implanted on (B)(6) 2019 without any issues. One day later the patient's blood pressure dropped and experienced bradycardia so a temporary pace maker was implanted; however, the patient went into cardiac arrest and expired. Angiography was performed and thrombus was seen in the vessel. According to the physician, the patient death was not due to the xience v stent. No additional information was provided.